Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the right atrial (ra) lead exhibited signal artifact, failure to sense, failure to capture, and inability to register impedance reading. The ra lead was not used and issue was resolved by using a new ra lead for the implant. The procedure was successfully completed and the patient was stable throughout.